Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that his onetouch verioiq meter read inaccurately high. This complaint was classified based on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient stated that the alleged inaccuracy began at the "beginning of (B)(6)" (date/time unknown). The patient stated that he obtained a reading of "278 mg/dl" on the morning of (B)(6) 2014, compared to a reading of "141 mg/dl" obtained from another device within 30 minutes of each other. A further reading of "322 mg/dl" was obtained from the subject meter compared to a reading of "169 mg/dl" from the other device, within 30 minutes of each other, a half hour prior to calling lifescan. The patient manages his diabetes with variable dose "h500" insulin. The patient stated that he increased his dose of h500 insulin in response to the alleged inaccuracy. The patient claimed to have developed the symptoms of "couldn't sleep, dizzy, shaky, sweaty and cold sweats" at the same time that the alleged inaccuracy began. The patient associated the symptoms with a low blood glucose and he claimed the symptoms were caused by having taken too much insulin. The patient denied having received any treatment. At the time of troubleshooting, the customer service representative (csr) noted that the subject meter was set to the correct unit of measure setting, the patient was using the correct testing technique, the patient was using an approved sample site, the test strips had not expired or been open for longer than the discard date, the test strips were not identified as counterfeit and the test strip vial was not cracked or broken. The customer did not have control solution to perform a walk-through test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: even though the patient claimed to have developed symptoms suggestive of a severe low blood glucose excursion, he stated that the symptoms developed at the same time as the alleged inaccuracy began; therefore it is most likely that the patient was symptomatic prior to the alleged inaccuracy. The patient denied having received any treatment. The issue was not resolved during troubleshooting.